Event description:
C-cc-bt - broken tubing; it was reported that the tubing was detached at the zero stopcock prior to set-up. There no patient complications.

Manufacturer narrative:
Unit 1 - customer report was confirmed. Rec'd (1) complete flotrac kit. Tubing was broken off from bond joint with the female connector (attached to zero-stopcock). Broken tubing was bent near the bond joint. Unit 2 - customer report was confirmed. Rec'd (1) complete flotrac kit. Tubing was broken off from bond joint with the female connector (attached to zero-stopcock). The female connector was not returned with the kit. Broken tubing was bent near the bond joint.